Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted within the sigmoid colon on (B)(6) 2012, during a stent placement procedure. According to the complainant, the indication for the stent placement was treatment of stricture in the sigmoid colon. The patient's anatomy was reported to be normal. No visible issue was noted to the device. During the procedure, the physician attempted to deploy the stent, but resistance was met, and the stent could not be deployed. The stent was removed from the patient fully constrained on the delivery system. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. Based on the device analysis, which indicates that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now a reportable event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). A visual examination of the returned device found that the stent was fully mounted on the delivery system. It was noted that the outer sheath was kinked just proximal to the mounted stent. The distal handle was detached from the outer sheath. The outer sheath was stretched and accordioned for a distance of approximately 170 mm from the handle break. The stainless steel shaft was kinked mid shaft. During a functional analysis, it was not possible to retract the outer sheath to deploy the stent. The shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. The outer sheath was unable to be moved proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Although the reported event of stent failed to deploy was confirmed, a definitive root cause for the ptfe detachment could not be determined at this time. Therefore, the most probable root cause is undeterminable.